Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. Upon evaluation, there was a nick in the pulse wire in the cable connecting the distribution node to the rear therapy electrodes. The nick in the pulse wire resulted in exposed wire. The cause of the test failure and the non-functional therapy electrodes was the damaged wire creating a short with the distribution node pca. The root cause of the damaged pulse wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt therapy electrodes were non-functional.